Manufacturer narrative:
Our investigation into the complaint has now concluded. As of today, device return has been requested for this complaint but has not been made available to the designated complaint unit. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint will be reopened. A review of the associated batch manufacturing records identified an issue during manufacture related to the power supply of the devices in this batch. However, suitable corrections and repairs were made to the batch and following this it can be confirmed that all finished product specification testing was satisfied at the point of release. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device is unable to charge and only works when connected to the charger.